Event description:
It was reported that during a coronary stent procedure in the rca with 95% stenosis and heavy calcification, the stent dislodged. An unsuccessful attempt was made at retrieval with the delivery device. The entire system was removed and the lesion was rewired. A balloon catheter was advanced and used to deploy the stent just proximal to the target lesion. Patient status is listed as "okay".